Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3587a, lot# lb7786, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that the patient had a low battery, and impedances over 4,000 ohms were seen on all of the unipolar pairs, while all bipolar pairs were within normal range. It was noted that this was most likely due to lower default test parameters in conjunction with the low battery. It was reported that the patient had not used stimulation in approximately six months, however, prior to that the system was providing therapy. It was later reported that no malfunctions were seen. It was determined that the battery had reached end-of-service and the patient was discussing replacement with the physician. It was noted that the patient was not receiving therapy due to battery depletion.

Manufacturer narrative:
(B)(4).